Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
Balloon would not deflate completely and got stuck trying to remove from the scope. The balloon then broke on the sheath. The issue occurred during a therapeutic procedure. The same device was used to complete the procedure. There was no patient harm or impact reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.